Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing a loss of therapy and auto reducing. The patient's system diagnostics recorded high impedances, and upon further investigation the lead was fractured. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the system was explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.